Event description:
Related manufacturer report number: 2017865-2024-01094, related manufacturer report number: 2017865-2024-32832. It was reported, that the patient had pocket infection. The patient was treated with antibiotics. The patient was in stable condition.